Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
As reported: "the set screw driver was turned, but as usual it had seized up; however, as the lag screw turned, it remained immovable whether turned clockwise or anti-clockwise. It remained immovable even after switching to a new type of set screw; when forced to turn it, the tip of the new set screw driver broke, so the nail was replaced and the procedure was concluded." It was confirmed that there was no debris left in the patient.